Event description:
It was reported that during an inservice, the probe cutter jammed and they received a green cable error code. They changed probes and received an error code again. They changed probes again and completed the inservice. No pt involvement.

Manufacturer narrative:
Evaluation summary: the device was returned with an unk foreign matter inside the needle. The device received was visually and functionally examined. The probe was connected to a test holster and control module, it produced an error code during initialization. The foreign matter was manually removed, the probe then functioned without any difficulties noted. No conclusion could be reached as to how this matter entered the probe.